Event description:
Pt's portable o2 tank has to be filled with liquid o2. Device is supposed to take about 10 minutes to defrost. This device took over an hour to defrost. Besides there is no gauge to determine how much o2 is left in the tank. Device needs to be pulled from the market.